Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) suggested patient testing in clinic for troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.